Manufacturer narrative:
The consumer did not provide an absorbency, therefore we are unable to provide an UDI number or model. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that she believes a tampon came apart and left pieces inside. She experienced abnormal discharge, odor, and discomfort. Doctor diagnosed yeast infection and vaginosis bacterial infection. Prescribed treatment was completed and symptoms cleared up.